Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Reported noise that can be seen on the a and ff channels. Impedance is consistent and within range. Rv sensing amplitude is low but consistent. Recommended lead evaluation in clinic to see if noise can be recreated. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.